Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor electrode broken and no missing broken part. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor had partial cannula missing in body and not able to use. The customer¿s blood glucose level was unknown. Customer declined troubleshooting. The sensor will be returned for analysis.